Manufacturer narrative:
Investigation: 10/28/2015. An investigation of kangaroo joey power cord w/adapter was performed for the reported condition of, ¿the tip of the power cable was melted.¿ the unit was triaged and the complaint could not be confirmed. This complaint shall be considered false. The power cord was replaced. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 07/17/2015. An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to medtronic on (B)(6) 2015 that a customer had an issue with a joey pump. The customer states that the tip of the power cable was melted.